Event description:
It was reported to medtronic minimed that the customer called regarding the need for new simplera sensors. The event involved product(s) mmt-7040ma,mmt-1884,mmt-332a,mmt-442aj,mmt-7841zn. . The customer reported blood glucose value of 45 mg/dl, and the hypoglycemic event. The customer stated that she was previously promised gs4 and gl4 replacement sensors due to sensor glucose (sg) vs blood glucose (bg) discrepancies and low bg events. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer also mentioned she was not contacted for transmitter renewal and declined. The customer declined further troubleshooting for both sg vs bg and low bg events. No further patient complications were reported. Mmt-7040ma was expected to return. Mmt-1884,mmt-332a,mmt-442aj,mmt-7841zn were not expected to return. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040ma-snsr updated summary the mmt-7040ma will not be returned for analysis. Updated summary: the customer experienced a difference between sensor glucose and blood glucose values. Insulin delivery was not suspended. Blood glucose value was 45 mg/dl, and sensor glucose value was 129 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.